Event description:
It was reported that the radio frequency (rf head) cord needs to be fixed and the rf head is unable to communicate with a device. The rf head has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device was not able to interrogate intermittently, the cable was damaged. Also, moving the cable caused a known good programmer to shut down. (B)(4).